Manufacturer narrative:
Physio-control was made aware that the customer's device was repaired and returned to use, however it is unknown what was repaired to resolve the reported issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer, a biomedical engineer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load. The customer advised that the device prompted them to ¿connect electrodes¿. In addition the ECG displayed on the monitor was a flat line. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. In addition, the need for defibrillation therapy may not be determined. There was no report of patient use for the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load. The customer advised that the device prompted them to ¿connect electrodes¿. In addition the ECG displayed on the monitor was a flat line. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. In addition, the need for defibrillation therapy may not be determined. There was no report of patient use for the reported event.